Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous tsh, cea2, ov monitor, pth and hyb-psa results generated by access 2 immunoassay analyzer for eight patients. The results were reported out of the laboratory. Subsequent testing produced results in either a different clinical category or outside assay precision claims for all patients involved. The event occurred (B)(6) 2011, and the customer was unsure when the issues started. This report is submitted for the event on (B)(6) 2011. A separate report, #2122870-2011-01006, has been submitted for the event on (B)(6) 2011. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The samples were collected in either 12x75mm, 13x100mm or 16x100mm red top serum tubes, and were centrifuged for ten minutes at 3000 rpm at room temperature. Qc had been within the established ranges. Specific qc data has not been supplied to date. Additional system information has not been supplied to date. Service was dispatched on (B)(4) 2011 for this event. The field service engineer (fse) discovered that the tubing for dispense probe #3 had been severed. The fse replaced dispense probe #3 and cleaned out the wash buffer spill from the wash arm. The fse performed a routine system check, which passed within instrument specifications. Hardware was the root cause of this event.